Event description:
It was reported that the customer had high blood glucose of 450 mg/dl due to her quick-serter was not inserting her infusion sets properly. Caller stated that the customer had 5 bent cannulas and the insulin pump did not alarm to notify her that she was not getting any insulin. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.